Manufacturer narrative:
Reliability analysis not required for expired sensor.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when their blood glucose level was not low. The customer's blood glucose level was 100 mg/dl but their sensor glucose level was 65 mg/dl. The sensor had a slightly folded cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.